Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) level. The customer's continuous glucose monitor displayed "high"; however, a specific value was not provided. Reportedly, the customer vomited due to the bg. In the hospital, the customer was treated with intravenous saline and insulin. The customer was released from the hospital the following day with no permanent damage. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.